Event description:
Boston scientific crm received information from an implant form that this device was explanted on (B)(6) 2009 due to the shortened replacement window (srw) advisory. To date, the device has not been received at boston scientific's return products department. If returned, extensive laboratory testing will be performed by boston scientific's post market quality assurance laboratory. Subsequently, boston scientific received information that this device was received at boston scientific's return products department in (B)(4) 2011.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity and the current drain was within normal variation. Visual inspection found that all of the seal plugs and set screws moved freely and operated normally. The device was put through and failed a series of automated diagnostic testing. The device failed a portion of automated testing due to the battery voltage status. It was concluded that the device met specification for normal battery depletion.